Event description:
Patient revised for loosening between both cement/implant and cement/bone interface.

Manufacturer narrative:
No product was returned for examination. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported loosening without the product to examine. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened